Event description:
It was reported that the left ventricular (lv) lead was removed and replaced due to dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: n141 competitor implantable biv defibrillator (B)(6) 2013; 0185 competitor implantable defib lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.